Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
20 additional information received from the rep reported that they were not aware about the implant being on the wrong side. The rep reported that this something the doctor and the patient discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that they were supposed to implant the device on the left side and by accident the healthcare provider (hcp) put it on the right side. The patient stated that she sleeps on her right side and that's where she has all the pain. The hcp put it right on that muscle where she gets all the pain. The patient stated that when she got out of surgery and noticed it was on the wrong side, the hcp said it will work as well. However, it did not work as well. On march 18th, the patient went in and they moved the device from the right side to the left side. The patient noted that she told the rep when she came out of surgery. No further complications were anticipated/reported.